Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the image had a blackout and a whiteout. Based on the results of the investigation, a definitive root cause could not be identified for the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a noisy screen. The event occurred during service/maintenance. There was no patient involvement.